Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was not reported. It was reported the patient noticed ¿on previous days that the twist clamp on the miniset was not shut and it had been difficult to open and close¿. The patient reported the twist cap on the transfer set was left open when the patient was not performing therapy. It was reported the patient presented to the hospital, was started on unspecified antibiotics, ¿sent home¿ and received treatment as an outpatient. The transfer set was changed. At the time of this report, the patient was recovering from the peritonitis event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.